Event description:
(B)(4). My health insurance did cover the essure except for a surgical copayment that I have to pay out of pocket. Pain started same day as essure was placed. I ended up in the emergency room begging them to be taken out.. Was told no. Ever since I have had two periods a month. Pain as if I were going into labor. Pressure in my vagina and anus. Pain in my hips numbing and swelling of my hands and feet. Headaches, dizziness and fainting, pain during sex, constant stomach pain.

Event description:
(B)(4). I have a severe nickel allergy which my allergist thinks could be the cause of my year sink allergies. Rashes, hives... I also now have random bruising.

Event description:
(B)(4). I now have heart palpation. I have never had an issue with before. Hot flashes, painful periods, I no longer orgasm, always tired fight to stay away.. Pelvic pain.. And I am now going to have a hysterectomy in order to get the coils out and get my life back.

Event description:
(B)(4). Diagnosed with vertigo and heart palpation. In the last few months.